Event description:
It was reported that an unspecified malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin.

Manufacturer narrative:
In use at the time of the event:CGM model: UnknownMobile OS: Unknown.